Manufacturer narrative:
Concomitant products: product ID 39286-65, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37744, serial # (B)(4), product type programmer, patient; product ID 37752, serial # (B)(4), product type recharger. (B)(4).

Event description:
It was reported that the patient had high impedance values. The impedances were greater than 20,000 ohms on electrodes 4, 6, and 7. Actions taken as a result of the event included an x-ray. The x-ray was unclear if the leads were pulled out of the battery. The event cause was not determined. The event did not appear to be related to the device. The patient was not feeling stimulation on the left side. The patient stated that he fell recently. The patient reported that he fell often. The patient¿s status at the time of report was alive with no injury. Patient symptoms or complications included less than 50 percent therapy relief. The battery life was okay. Later it was reported that impedance testing was done again on (B)(6) 2015 and contacts 4, 5, 6, and 7 were greater than 20,000 ohms and the patient was not receiving effective therapy. The patient was doing okay. The healthcare professional (hcp) was going to refer the patient to the implant doctor.

Event description:
Additional information received from the manufacturer's representative (rep) reported the consumer was scheduled for battery replacement on (B)(6). After the battery was replaced an impedance check was performed in the operating room with results of 20,000. The surgeon was going to replace the surgical paddle and recheck impedances.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information received from the manufacturer's representative (rep) reported the lead was replaced. After replacement the impedance issue resolved and the consumer was getting effective therapy.

Manufacturer narrative:
Analysis of the lead (s/n (B)(4)) found the lead¿s body conductor was broken at the anchor site.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.